Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed system boots to 00:00 and hangs. After reviewing log file, fse found there is a malfunction on flex vision pc and the host-pc could not connect to the flex vision-pc. As a part of troubleshooting action, fse discovered the faulty component on flex vision pc. The result of flex vision pc failure analysis determines by the supplier part analysis, and it found wrong software. To resolve the issue fse replaced the faulty flex vision pc. After replacing the flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.